Manufacturer narrative:
A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Another mynx control device was used. There was no reported patient injury. The complaint device was stored and prepared in accordance with the instructions for use (IFU). The device was being used during a percutaneous coronary intervention (pci) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque and there was mild vessel tortuosity. There was no stent near the puncture site or vessel stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no visible damage in the distal end of the unknown sheath after removal. A picture associated with the reported event was received for review, observing the handle section of a 5f mynx control product behind the clear tray. Buttons 1 and 2 are not depressed, and blood residues could be observed over the handle. No other product anomalies could be noticed on the attached picture. The balloon component was not in the picture. The product was returned for analysis. A non-sterile mynx control vcd 6f/7f involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis button 1 and button 2 were not depressed. The syringe was returned connected to the device, and the stopcock was observed closed and the balloon was observed fully deflated. In addition, the sealant was found in the manufacturing position fully covered by the sealant sleeves, and dry blood was noted on it. In addition, an unknown procedure sheath was on the device exposed to blood. Per functional analysis inflation/deflation test revealed a leak in the balloon of the returned device. Per microscopic analysis a longitudinal tear in the balloon was noted. A product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during prep. Another mynx control device was used. There was no reported patient injury. The complaint device was stored and prepared in accordance with the instructions for use (IFU). The device was being used during a percutaneous coronary intervention (pci) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque and there was mild vessel tortuosity. There was no stent near the puncture site or vessel stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was no visible damage in the distal end of the unknown sheath after removal. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.